Manufacturer narrative:
Device history report (DHR) analysis shows that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory since 19 august 2024 showed ventricular spikes trigger deflections on the atrial egm. Oversensing and non-physiological signals (noise/artifacts) were observed on both atrial and ventricular channels. The origin of these simultaneous non-physiological signals is unknown. It could be located at lead(s) level (contact between both leads), connection(s) level or device level. Based on available data none of them can be confirmed with certainty. As the pacing system (leads and device) remains implanted, a careful monitoring of the ventricular and atrial leads integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). For more details, please refer to the attached report analysis.

Event description:
Reportedly, oversensing/ artifacts were recorded in both egm channels of the right ventricular and atrial lead.